Event description:
It was reported that the sensica unit was not calibrating which was tagged and given to biomed as "not working". Stated that after charging each of the systems, nurse was able to boot them with no errors and confirmed they were working properly.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was determined to be user related issue. The device was out of power and running on battery and the user didn't charge the device before each use. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "IFU for properly charging the device: when first using the sensica uo system, the internal back-up battery may require charging. Plug the system into a medical grade wall supply using the power cord provided, and allow a 20 hours to charge battery. To avoid battery drainage over time, is recommended to keep the system plugged into the wall during use whenever possible. The battery will recharge when the system is plugged into a wall supply. Cautions: during system start up and in general practice, plug the sensica uo system into a wall power supply whenever possible. After using the system on batter back-up, plug it back into the wall power supply recharging and to avoid system shut down due to a drained battery." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the sensica unit was not calibrating.